Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous right coronary artery. This 15mm x 3.00mm nc quantum apex mr balloon was used following a rotablation ablation with a 1.5 and 1.75mm burr. The nc quantum apex balloon was inflated three times (1st inflation: 12atm/30sec; 2nd inflation: 14atm/15sec; 3rd inflation: 16atm) and upon the 3rd inflation the balloon ruptured. The device was removed intact. The procedure was continued with another of the same nc quantum apex balloon catheter and an unknown stent was implanted to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).